Event description:
A malfunction alarm was reported with a malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump and confirmed the shipping address. The customer was instructed to use multiple daily injections as backup therapy and to put the malfunctioning pump into storage mode before returning it with a pre-paid label within 10 days, which the customer understood and acknowledged.